Event description:
It was reported that a malfunction occurred on the pump, and the issue did not cause the customer's blood glucose to exceed critical levels. Technical support decided to send a replacement pump as a resolution. The customer was advised to put the current pump into storage mode and return it using a provided return box and pre-paid label within 10 days to avoid charges. Instructions were given to program settings into the new pump and connect it to their continuous glucose monitor. The customer understood all instructions and confirmed their shipment details, opting out of signature-required delivery.